Manufacturer narrative:
This product remains implanted; therefore, product analysis could not be performed. With all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services (ts) was consulted for further review. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. Technical services (ts) was consulted for further review. Besides the inappropriate therapy, no other adverse patient effects were reported. This product remains in service.